Event description:
Customer performed a blood glucose test at 8am, doesn't remember the result but the result but they took 40 units of 70/30 novolin. At 9am the customer was at the doctors' office. The doctor looked at patient results and then at cellulites and sent patient to the hospital. At 10am at the hospital patient was given and IV and shots of insulin and aadmitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.